Event description:
It was reported by the patient that the chest area had been vibrating and heart pounding intermittently. It was also reported that the patient has not been seen for follow-up with no following or forwarding information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.